Event description:
Caller reported a potential false negative urine hcg result with henry schein one step+ hcg urine cassette test. A urine sample from a female patient was tested with the henry schein one step+ hcg urine cassette test giving a negative result. The provider suspected that the patient was positive because it had been approx 8 weeks since her last period. No confirmatory testing was performed at that time; patient is supposed to return to the office for confirmatory testing. No further patient information or other details available.

Manufacturer narrative:
Investigation pending.